Event description:
Event description guidant received information that this transvenous defibrillation lead did not exhibit acceptable sensing values, despite attempts to reposition. A new sensing lead was implanted. During repositionig attempts, the rv pericardial was perforated. The pericardial was drained and the blood pressure was restored.